Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous proximal to middle right coronary artery. An unknown size promus element stent was implanted in distal portion of the target lesion. Then a promus element,mr, 3.50x24mm stent was unable to cross the lesion resulting in the stent damage. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous proximal to middle right coronary artery. An unknown size promus element stent was implanted in distal portion of the target lesion. Then a promus element,mr, 3.50x24mm stent was unable to cross the lesion resulting in the stent damage. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product.(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. The struts on the third and fourth rows on the distal end of the stent were misaligned and some were raised up. Some of the struts on the first row were pushed apart. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon of the device was visually and microscopically examined and no issues were noted with the profile of the balloon that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).